Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of perforation, as listed in the product instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported perforation and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 3.5 x 19 mm graftmaster (12745-19/unk), and the 3.0 x 12 mm graftmaster ((B)(4)), are each being filed under separate MFR numbers.

Event description:
It was reported that during the deployment of an rx vision stent in the mid left anterior descending artery (lad), a long perforation occurred. An attempt was made to treat the perforation with a 3.0 x 12 mm graftmaster stent; however, it would not cross and during removal of the device the stent dislodged from the balloon at the proximal end of the perforation and was deployed successfully. A 3.5 x 19 mm graftmaster was used in an attempt to cross to treat the distal end of the perforation; however, it also would not cross. The remaining untreated part of the perforation was successfully treated with prolonged balloon inflations. The patient is reported to be stable. No additional information was provided.